Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, during the patient¿s clinic visit, a pump stop was noted in the event history. The patient stated that he was experiencing difficulty connecting the system controller power lead to the power module. He denied disconnecting both batteries at once. The patient stated that he did not experience any symptoms at the time of the event. The log file was reviewed by the manufacturer¿s technical service technician and one pump stop was confirmed while the patient was on battery power. There was no loss of power noted. It was also reported that the patient¿s driveline was "destroyed". The patient had multiple driveline repairs prior to the event and was using an ungrounded patient cable. The patient¿s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The pump was returned to the manufacturer, evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Upon return of the pump, the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the lead revealed a breach to the insulation of the black, green, and yellow wires adjacent to the metal nipple of the pump housing, exposing the inner conductors. This observed wire damage appeared to be the result of abrasion against the braided shield. Minor abrasions to the remaining wires were also noted, but the remainder of the lead appeared otherwise unremarkable. If the exposed conductors of the black, green, or yellow wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarm events that were confirmed through the evaluation of the submitted system controller log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other, or simultaneous contact with the braided shield on tethered support or battery power. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient continued on his ungrounded cable secondary to pump stop with planned admission on (B)(6) 2015 for heparin bridge prior to pump exchange that was/is scheduled to take place (B)(6) 2015. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no; device malfunction: yes; malfunction component: pump; malfunction component: pump: driveline; device malfunction causative factor: no cause identified; patient outcome: exchange.